Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the reservoir was found. Therefore, it was decided to replace the reservoir and pump, leaving the previous reservoir implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the pump component of the inflatable penile prosthesis (ipp) was returned. Visual and microscopic analysis found the pump tubing was cut down to the pump block; no tubing was returned for analysis. Leak testing was performed, and no leaks were identified. Functional testing found the pump did not pass activation testing. Analysis confirmed the presence of a device issue that would have impacted device functionality; however, the presence of a hole in the reservoir could not be confirmed as the component was not returned. Based on the findings of this investigation, a conclusion of cause traced to component failure was assigned to this event. Corrected field d6b explant date - removed date as reservoir remains implanted and out of service.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the reservoir was found. Therefore, it was decided to replace the reservoir and pump, leaving the previous reservoir implanted. No patient complications were reported.